Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer observed air bubbles in the patient tubing. The customer experienced elevated blood glucose and high ketones. Customer did not provide a treatment method. Further information regarding the event could not be obtained.